Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient experienced dry mouth, blurry vision, sluggishness, and headache. The cgm was reading 232 mg/dl and the blood glucose reading was 300 mg/dl. The patient was presented to the emergency department for evaluation. There she was treated with unspecified bolus insulin and an attempt was made to give IV fluids, but an IV could not be established. There was no documentation of additional medical evaluation or intervention. At the time of follow up, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.